Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 c-ring was deviated off to one side. Upon removing the device from its packaging and inserting the cutting tool into the cannula, harvesters confirmed that the c-ring was deviated to the side and uncharacteristically too close to the cutting tool. The vh-3500 was set aside, and harvesters retrieved a different product to use for the case. Upon opening the packaging for the second vh-3500, the same exact issue was found. However, since the customers had to move forward with the harvesting, it was decided to manually bend the c-ring into the correct position for the case. There was no procedural delay. There was no harm to the patient. Related to (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10, h11. Corrected sections: h6--medical device ¿ problem code corrected from "2981" to "2976". The device was returned to the factory for evaluation on 04/26/2024. An investigation was conducted on 05/09/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device. The c-ring was observed to be intact. The c-ring observed to be straight instead of curved upward. No other visual defects were observed. Based on the returned condition of the device and the evaluation results , the reported failure "material deformation; c-ring" was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000376542 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise#: (B)(4). CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.¿

Event description:
N/a.